Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient primed the pump while still attached, and noted half of the insulin cartridge was delivered into the patient, approximately 100 units. The patient had exposed the pump to water in the ocean prior to attempting to prime the pump. The patient noted after she disconnected from the pump and tried to rewind/load the cartridge, the pump did not recognize the filled cartridge, and there was a load step issue. After this inadvertent infusion of insulin, the patient obtained a blood glucose reading of 56 mg/dl and she experienced the symptoms of shakiness and disorientation. The patient administered self-treatment by consuming carbohydrates, and was taken to the emergency room for monitoring. The pump¿s load step issue did not contribute to the patient¿s injury. The patient¿s technique was incorrect by priming the pump while still attached, which caused the over-infusion of insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, and received emergency medical attention, this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/21/2014 with the following findings: evaluation revealed that there was moisture damage found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.